Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement(s) dated (B)(6) 2021 in the describe event or problem field. No further follow-up is planned. Evaluation summary: a relative of a female patient reported that the patient's humapen ergo ii device "could not be pressed, drug was not expelled." Due to the device issue, she could not take her insulin dose for one to two weeks. She stated, "the needle tip insertion part was a little swollen." The patient experienced decreased blood glucose and diabetic coma. The device was not returned to the manufacturer for investigation (batch 1709d01, manufactured september 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a two consumers, via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history was not provided. Concomitant medications included unspecified medications for the treatment of diabetes, blood pressure and heart, psychiatric and eyes problems. The patient received human insulin isophane suspension (rdna origin) injections (humulin n u100/ ml) via an reusable device (humapen ergo ii), 6 international units (iu) twice a day for the treatment of diabetes mellitus. Route of administration and start date were not provided. On an unspecified date, while on human insulin isophane suspension therapy, she had problem on eye due to diabetes as she could not see, in the other eye she experienced blurry vision and she could not go outside and read; it was also reported that she was a dialysis patient. In addition, on an unspecified date, her blood glucose dropped to 40 (units and reference ranges were not provided) and she got into diabetic coma when she was sleeping. It was reported that she was taken into emergency service. The events of blindness unilateral, blood glucose decreased and diabetic coma were considered serious for being medically significant. Reportedly that since approximately end of(B)(6) 2021 (reported as the last one month from (B)(6) 2021), her blood glucose had not dropped. Since unspecified date, the humapen ergo ii could pressed hardly but since approximately (B)(6) 2021, she could not receive her insulin ((B)(4) /lot number 1709d01). It was reported that due to the event, she was feeling bad; her lips, mouth and face were dried due to had not using insulin, her blood glucose could be increased (values and reference ranges were not provided), she drunk too much water and it could be go into the lungs, her hand, body and face were swollen. The event of pulmonary oedema was considered serious for being medically significant. By (B)(6) 2021, her blood glucose was between 130-200 and it was decreased normally and it was good. Information regarding corrective treatment, outcome of the remaining events and human insulin isophane suspension therapy status was not provided. Follow up could not be pursued since reporter did not give consent for follow up procedures and health care professional (hcp) contact information was not provided. The operator of the humapen ergo ii and his/her training status were not provided. The humapen ergo ii model and reported duration of use was eight months as it started in (B)(6) 2021. Humapen ergo ii will not return as it was discarded. The reporting consumers did not provide an assessment of relatedness between the events and human insulin isophane suspension nor with the humapen ergo ii. Update 06-oct-2021: information was received from the initial information of 27-oct-2021, (B)(4) was received from the rcp on 06-oct-2021, that was added to the narrative. No new information was reported. Edit 19oct2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 26oct2021: additional information received on 22oct2021 from the global product complaint database. Entered device specific safety summaries (dsss) for (B)(4). Updated the medwatch fields/ european and (B)(6) (EU/(B)(6)) device information. Added date of manufacturer (B)(4) associated with lot 1709d01 of humapen ergo ii device. Updated action taken with humapen ergo ii device. Corresponding fields and narrative updated accordingly.